Event description:
It was reported by the customer stating that during a breast biopsy procedure, they kept receiving a cable error code (no code noted). They changed probes and completed the case with no consequence to the pt.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be an MDR malfunction. The customer complaint has been confirmed. To correct the error code, the blue rotational cable was replace. Also replaced was the top and bottom frame, safety latch, transmission clamp and the custom coil pin. After servicing, the unit passed all qa inspections. The device history record has been reviewed via the database. Complaint info is trended on a regular basis to determine if further investigation is warranted.